Manufacturer narrative:
Exemption number: e2015015. After the evaluation was noticed that the item received is different from the item reported. Therefore, the lot number was not considered.

Event description:
The clinician reported, after 4 months of implant and abutment placement. Implant had not achieved osseointegration. Site (ada #21) was grafted with maxxeus cortical cancellous. The device will be forwarded to the manufacturer for investigation. There were no reported patient complications. (B)(4).

Manufacturer narrative:
Exemption number: e2015015.

Event description:
The clinician reported, after 4 months of implant and abutment placement. Implant had not achieved osseointegration. Site (ada #21) was grafted with maxxeus cortical cancellous. The device will be forwarded to the manufacturer for investigation. There were no reported patient complications.